Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, the event description, and any additional field input ¿ arthrex has determined the most likely cause of the reported issue. The most likely cause is attributed to improper bone preparation, misaligned insertion, and prying or leveraging the device, all of which can subject the instrument to unintended mechanical stress and contribute to component damage or failure.

Event description:
On 09/23/2025, a sales representative reported via phone that an ar-3652ttsp fibertak® rc suture anchor was sliding freely and not fixed. This occurred during a rotator cuff repair on (B)(6) 2025. The device was still able to be used, and there was no harm to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.